Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
The customer reported the ventilator alarms to a primary alarm failure. There was no patient involvement. The field service engineer (fse) advised the customer to view the event logs which indicated that the power speaker failed as well as confirmed the primary alarm failure. The customer verified that the alarm still works. The fse advised the customer to ensure that the primary speaker is connected and advised the customer to ohm out the speaker and verify that it is 8 ohms.